Event description:
It was reported following the first inflation during a ureteroscopy procedure the catheter shaft broke and the distal portion detached into the pt. Two days post procedure, the pt went to surgery to successfully remove the detached piece of catheter as well as the stones from the ureter. The pt's condition is good. The device has been retained by the user facility. The device has not been received for evaluation. Therefore, no failure analysis will be available. This device had expired one year prior to use. The co believes pt anatomy, user technique, as well as the age of the device were contributing factors to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event.